Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the attachment handpiece device and the reported condition that the device had no power was confirmed. An assessment was performed, and it was determined that the device was frozen/will not move. It was further determined that the device failed pretest for check for free movement and check oscillation frequency with frequency meter. The assignable root cause of these conditions was determined to be traced to the user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from canada that the attachment device had no power. During in-house engineering evaluation it was determined that the device was frozen/will not move. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.